Manufacturer narrative:
The reported event of loss of pacing and failure to interrogate was confirmed. The device was received with no telemetry and no output. Telemetry was re-established after replacing the device battery which was consistent with a hardware latch-up issue. Functional testing of the device did not find any anomalies. Additional testing, including telemetry testing, could not recreate the telemetry issues. A longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device exhibited a loss of pacing. As a result, the patient experienced syncope and subsequently sustained a fracture of their femoral neck. The device was unable to be interrogated. The device was explanted and replaced. The fractured femoral neck was surgically treated. The patient was stable.